Event description:
Pt underwent laparoscopic cholecystectomy using ethicon 5mm clip device with no apparent problem, weeks after the procedure with symptoms of abdominal pain, the pt was readmitted to hospital, ercp scheduled, radiologist described the cystic duct wide open with no apparent clip seen. Stent placed by radiologist during ercp. Physician performing this procedure had one prior pt with similar issues 5-6 months earlier. Considered it an isolated incident or physician error until the 2nd pt surfaced. Institution had been having problems with the device which were documented with the company. Company made aware of clip issues with bile spillage on (B) (6) 2010. Dates of use: (B) (6) 2009 until (B) (6) 2010. Diagnosis or reason for use: physician reeducated on deployment of clips. Lot #'s & suspect unopened devices returned, redesign of device, device now accurate until today ((B) (6) 2010). Event abated after use: no. Event reappeared after reintroduction: yes.